Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 09/25/2015 with the following findings: a review of the pump¿s black box history showed that daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use was observed. During testing, the delivery accuracy test was performed and the pump was found to be delivering within required specifications. The pump was exercised for 24 hours on a 1 unit per hour basal rate. The total daily dose (tdd) for the testing period showed 24 basal units delivered. The history settings issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reported alleged that the pump was not delivering accurately. It was noted that the basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.